Event description:
Possible inaccurate weight removal. The gambro tech svcs rep found that the ultrafiltration (uf) pump was not running and replaced the thermal fuse. There was no pt injury or med intervention.